Manufacturer narrative:
Product analysis: the analysis could not confirm customer comments the programmer displayed an error code and the screen went black . It was determined at analysis an electrical discontinuity/open. The stylus and cursor do not align on screen. The tab was bent on the power cord bay door. The hard drive was reconfigured, the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer displayed an error code and the screen went black. This happened repeatedly on the same day. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.